Event description:
It was reported that during operation; a visibly contaminated liquid always escapes from the appliance. There was patient involvement and no adverse patient effects were reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "during operation, a visibly contaminated liquid always escapes from the appliance¿ was confirmed. The pump was opened, and it was discovered that the inside was full of brown fluid. The pump smelled of feces. The probable cause was user issue, liquid damage. The customer was provided with a cost estimate for the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.